Event description:
It was reported via literature article that the burr was stuck in the lesion. The patient presented with intermittent cardiac chest pain and dyspnea on exertion for past six months. The target lesion was a chronic total occlusion (cto) in the mid-left anterior descending coronary artery (lad). After a heart team conference, the patient absolutely refused coronary artery bypass grafting (CABG) and opted for complex percutaneous coronary intervention (pci) of the cto in the mid-lad as the mode of revascularization. A 7-fr system sheath with a non-bsc guiding catheter was accessed via the right femoral artery without dual injection. The antegrade wire escalation technique with a microcatheter was used but initially failed with the non-bsc wire. The non-bsc wire successfully crossed the cto lesion, but the microcatheter and a small semi-compliant balloon could only advance to the proximal cap of the cto lesion. Subsequently, rotablator atherectomy was performed with bare the rotawire floppy advanced to the distal lad. A rotablator burr 1.25 mm was used at a speed of 180,000 to 190,000 rpm for four passes. However, during the last pass, the rotablator burr became stuck at the mid-lad lesion. Attempts to remove the rotablator burr by gently pulling back under dynaglide mode failed. The rotablator shaft and wire were then cut, and a guide extension catheter was inserted to provide additional support during the pullback. The entrapped rotablator burr was successfully removed. Postremoval angiography showed no high-grade dissection or vessel perforation. Intravascular ultrasound (ivus) revealed fibrocalcific plaque along the lad, with a reverberation artifact at the mid-lad. Distal to the previous cto showed a perimedial hyperechogenicity band (phb). Pci was successfully performed with an everolimus eluting stent placed from the proximal to mid-lad, and a paclitaxel coated balloon was used distal to the stent due to the presence of phb at the mid-lad. Journals of the american college of cardiology, tctap c-129 when facing a balloon uncrossable lesion and rotablator burr entrapment in left anterior descending coronary artery, (B)(6).

Manufacturer narrative:
MDR attachment: attached literature article.

Event description:
It was reported via literature article that the burr was stuck in the lesion. The patient presented with intermittent cardiac chest pain and dyspnea on exertion for past six months. The target lesion was a chronic total occlusion (cto) in the mid-left anterior descending coronary artery (lad). After a heart team conference, the patient absolutely refused coronary artery bypass grafting (CABG) and opted for complex percutaneous coronary intervention (pci) of the cto in the mid-lad as the mode of revascularization. A 7-fr system sheath with a non-bsc guiding catheter was accessed via the right femoral artery without dual injection. The antegrade wire escalation technique with a microcatheter was used but initially failed with the non-bsc wire. The non-bsc wire successfully crossed the cto lesion, but the microcatheter and a small semi-compliant balloon could only advance to the proximal cap of the cto lesion. Subsequently, rotablator atherectomy was performed with bare the rotawire floppy advanced to the distal lad. A rotablator burr 1.25 mm was used at a speed of 180,000 to 190,000 rpm for four passes. However, during the last pass, the rotablator burr became stuck at the mid-lad lesion. Attempts to remove the rotablator burr by gently pulling back under dynaglide mode failed. The rotablator shaft and wire were then cut, and a guide extension catheter was inserted to provide additional support during the pullback. The entrapped rotablator burr was successfully removed. Postremoval angiography showed no high-grade dissection or vessel perforation. Intravascular ultrasound (ivus) revealed fibrocalcific plaque along the lad, with a reverberation artifact at the mid-lad. Distal to the previous cto showed a perimedial hyperechogenicity band (phb). Pci was successfully performed with an everolimus eluting stent placed from the proximal to mid-lad, and a paclitaxel coated balloon was used distal to the stent due to the presence of phb at the mid-lad. Journals of the american college of cardiology, tctap c-129 when facing a balloon uncrossable lesion and rotablator burr entrapment in left anterior descending coronary artery, ja2505148529-001.

Manufacturer narrative:
B3: date of event is considered as date of article. Jewpakanon, t. Tctap c-129 when facing a balloon uncrossable lesion and rotablator burr entrapment in left anterior descending coronary artery. Jacc. 2025 apr, 85 (15_supplement) s297 s298. Https://doi.org/10.1016/j.jacc.2025.03.284. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.